Event description:
It was reported that an unspecified bd¿ syringe with needle had the needle pierced through the cover. Customer¿s verbatim: disposable syringe 1ml - received by pharmacy 1ml disposable syringe with needle through in protection (cover), with body part out.

Manufacturer narrative:
B.5. Describe event or problem: it was reported that an unspecified bd¿ syringe with needle had the needle pierced through the cover. Customer¿s verbatim: disposable syringe 1ml - received by pharmacy 1ml disposable syringe with needle through in protection (cover), with body part out. H.6. Investigation summary: as per investigation completed by manufacturing, "it was not performed the DHR, maintenance record analysis and quality notification analysis, because the batch number was not informed. But even without the batch number bd confirms the defect complaint. Photos were sent by the customer to analysis, but without batch number information it was not possible to perform an investigation and determine the root cause. Based on the photo analysis will be identify the root cause for the incident informed. The manufacturing process are validated with defined acceptance criteria. We inform that in the manufacturing process there are measures to avoid this failure mode, in the packaging process and according to the control plan, there are inspection activity of visual inspection each 02 hours in 40 pieces sample size. In the same way and during the assembly process, the inspection activity of needle bent and needle through the shield every 02 hours in 50 pieces. In addition we emphasize that quality inspectors collect samples of the process for evaluation of product quality, and if any product in non-conformance is found a quality notification is issued, the batch is locked for final analysis and decision. The indicators of production versus quality are monitored so that this mode of failure can be measured and having its rate and rend."

Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ syringe with needle had the needle pierced through the cover. Customer¿s verbatim: ¿ disposable syringe 1ml - received by (B)(6) 1ml disposable syringe with needle through in protection (cover), with body part out.¿